Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, cardiac tamponade was discovered by ultrasound and confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) and remained there one week after the procedure. Patient¿s outcome is improved. Retrograde approach to the left ventricle was cited as a factor that might have contributed to the adverse event. There¿s no information regarding physician¿s causality opinion. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. The generator was set under thermocool® sf nav bi-directional catheter default settings at 30 watts and 60 seconds. Ablation did not occur prior to the adverse event. The catheter irrigation was set at 8-15ml/min and 2ml/min in low flow. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) at 300-350 seconds.